Event description:
It was reported that sterility was compromised. A 20mm x 3.00mm nc quantum apex balloon catheter was selected for use. However, it was noted that the package that came straight from the box and the inner package was not sealed. The device was not used inside the patient. No complications were reported.